Event description:
It was reported that a patient implanted with a spinal cord stimulation (scs) system was unable to establish communication between the implantable pulse generator (ipg) and the remote control. Troubleshooting included performing a hard reset of the remote control; however, the issue was not resolved. The patient also reported an absence of the usual tingling sensation associated with stimulation, suggesting that therapy may have been off. Additional troubleshooting included the use of a new charging kit to charge the ipg; however, the issue persisted and device could not be charged. It was subsequently determined that the ipg battery was in hibernation mode. The cause of the battery hibernation could not be established. As a result, the ipg was replaced. No further information has been obtained.